Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivators dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The ess noted the technician did not observe the scope for a full thirty (30) seconds while angulating or opening and closing the elevator. The ess advised the cleaning technician of the correct method. The reprocessing checklist was emailed to the facility for reference. The subject device referenced in this report was not returned to olympus for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for greater than one hundred (100) colony forming units (cfus) of staphylococcus epidermidis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between february 14, 2023, and february 27, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The outer surface of the forceps elevator had growth of paenibacillus provencensi. The instrument channel had growth of staphylococcus cohnii and staphylococcus hominis. The results from the destructive sampling did not correlate with the results from the original clinical sample of staphylococcus epidermidis too numerous to count (tntc). The low concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check was unable to be performed due to the missing parts. The plastic distal end cover insulation, forceps passage, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of the reprocessing. Staphylococcus epidermidis is a gram-positive bacterium of human origin, classified as low concern. It is part of the normal human skin microbiota, and less commonly the mucosal microbiota. Although staphylococcus epidermidis is classified as a low concern organism, the sample was considered an action level result per the food and drug administration (FDA) 522 study framework, since it displayed more than one hundred (100) colony forming units of a low concern organism. Based on the sponsor¿s literature research, staphylococcus epidermidis has so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. There was difference of recognition between recommendation by olympus and reprocessing technician at the user facility on device handling and reprocessing steps. The olympus specialist trained on proper device handling. The contamination most likely was not related to patient use but may have been attributable to the reprocessing and / or sampling environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Corrected data: (h6) medical device problem (initial report).